Event description:
The customer stated he received normal control test results that are out of range. The customer had a normal control test result that was around 194 mg/dl. The upper control limit is 116 mg/dl. The customer did not allege any adverse events due to the readings. The strips were to be returned for evaluation, and replacement strips were sent. At this time, the qa lab is still awaiting the product.